Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer¿s blood glucose level was 491 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.